Event description:
It was reported that a newly implanted pump had flipped. The flip was noticed at the first refill visit and was confirmed by x-ray or computerized tomography. The patient had no symptoms. It was reported that there were pump implant technique issues (not specified). A pump revision surgery was scheduled. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.